Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, a linear opening, broken plug strap, brown particles in valve. Leak test and microscopic analysis was performed which identified: a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening and broken plug strap with sharp edge assessed as unidentified(tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. Broken plug strap with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.